Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an inability to connect to the machine, which was displaying an error message during an unspecified procedure involving an olympus colonovideoscope. No patient injury was reported.